Event description:
It was reported that there were white floating particles in a small volume intermate device. The device was reportedly compounded with flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 15b006, was manufactured february 23, 2015 ¿ february 26, 2015. The device was evaluated at the dublin compounding center. Visual inspection identified white floating particles. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.